Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there were no signs of thermal damage observed to the rubber insulation. The operating room (or) staff did not have further details regarding the reported issue. The central sterile services department (cssd) further clarified that upon visual inspection in central processing, it was noted that the black, insulated wire inside the tip of the maryland bipolar forceps instrument had exposed wire and the insulation had worn away. Photographic images of the device were not available for review. Patient demographics and patient related information was requested, but not provided.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. The components adjacent to the damaged wire insulation did not show damage. Additional observation not reported by the site: the instrument was found to have a frayed grip cable at the distal end. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during central processing, the rubber insulation on the cable of the maryland bipolar forceps instrument was observed to be damaged. There was no report of patient involvement.